Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a liberte sds in two sections; as received. There was contrast in the inflation lumen and balloon and blood in the manifold, the inflation lumen, the guidewire lumen and on the hypotube. The balloon was loosely folded with the stent impressions and a wrinkled appearance. The stent was not returned for product analysis. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination and tactile inspection revealed that the midshaft was separated 1mm distal of the end of the hypotube. The separated ends had pulled material. The midshaft was stretched from the separation to the exit notch and majority of the outer shaft was stretched. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25sep2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded, 32x2.75mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified unspecified target vessel. A 5.00mm x 32mm liberté¿ bare metal stent was seledted for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.